Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range (oor) right atrial (ra) pacing impedance measuring greater than 3000 ohms. Additionally, there was some stored events due to oversensing of noise which resulted in inappropriate atrial tachy response (atr) episodes. The patient was evaluated in the clinic and isometrics was performed and the noise could be reproduced. Technical services recommended to discussed that there could be a potential lead or connection issue. At this time, the pacemaker and ra lead remains in service. No adverse patient effects were reported.